Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and the review of the alarm log did not identify any issues related to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-29 alarm (two occlusion sensors cannot be selected). The alarm occurred before use. There was no patient involvement. No additional information is available.